Event description:
A bruise was noted on the patient forehead after removal of adhesive probe.

Manufacturer narrative:
The incident occurred in (B) (6) 2008, but was not reported to be somanetics until (B) (6), 2009. The sensor was not returned so the product could not be evaluated and the lot number is unknown. The bruising is assumed to be an unusual event related to the patient's diagnosis of coagulopathy.